Event description:
It was reported that cartridge leaked insulin after being overfilled with more than 300 units while filled off pump, and caller noticed cartridge was wet but exact leak location was unknown. There was no adverse impact to the customer's blood glucose level. Caller changed cartridge, successfully resumed insulin therapy, and was instructed by technical support not to overfill cartridges, which caller understood and acknowledged.